Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted by a failure analysis engineer. The investigation revealed that there were no relevant system errors noted to have occurred during the biopsy procedure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received about the event. An isi clinical applications engineer reviewed a video recording of the procedure. The clinical applications engineer noted the following: after the needle and forceps biopsies were taken, the radial ebus probe was re-inserted. Eccentric/concentric views that were previously visible were not present; the view was different than it was previously. However, the catheter position was also different than it previously was, further to the lower right corner on the virtual navigation view. This could account for the different ultrasound view. The vision probe was re-inserted and the visual view shows a hole in the pleura; the catheter is in the airway and looking into the pleural space at the diaphragm. The system logs are not yet available for review. A review of the site's complaint history does not show any additional complaints related to this event. This complaint is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure, a pneumothorax of less than 10% was identified. Post-procedurally, the patient experienced chest discomfort and the pneumothorax was found to have grown in size to approximately 50%. The pneumothorax was resolved the same day after a chest tube was placed. At this time, the cause of the pneumothorax is unknown.

Event description:
It was initially reported that during an ion endoluminal lung biopsy procedure, a pneumothorax was identified. The physician mentioned that the lesion was close to the pleura, and the far edge of the target was almost touching the pleura. Navigation was unremarkable. Some CT to body divergence was noted, but the physician localized the lesion using radial endobronchial ultrasound (radial ebus). The physician performed a needle biopsy with an intuitive surgical, inc. (Isi) flexision biopsy needle, and also performed a forceps biopsy. After the biopsy was completed, the physician reported that he inserted the radial ebus probe and saw an image that was very different from what he saw before biopsy. Thus, he re-inserted the vision probe. On the vision probe, the physician saw diaphragm instead of expected airway or lung tissue. This indicated to him that something had punctured the pleura and the patient was experiencing a pneumothorax. He was not sure if the pleura was punctured by the radial ebus probe, the needle, or another biopsy tool. The patient was not hemodynamically unstable during the procedure. The procedure was completed as planned. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Post-procedurally and upon waking up, the patient experienced chest discomfort. Post-procedure imaging showed an approximately 50% pneumothorax. The patient was admitted to the hospital and a chest tube was placed. On 12-oct-2020, isi obtained the following additional information regarding the reported event from the physician who performed the procedure: the approximate size of the pneumothorax intra-procedurally was "less than 10% on original post procedure film." Based on CT, the pneumothorax grew in size over time. Post-procedure imaging was performed since the physician believed he "visualized the diaphragm near the end of the procedure." The physician further noted, "the radial ebus signal had changed so inserted the vision probe to evaluate." No additional medical intervention was administered after the chest tube was placed. The pneumothorax resolved the same day. The physician indicated that the patient is alive and well. In addition, the physician stated that the patient is now status post thoracotomy for a lung lesion, not for the pneumothorax. The physician also commented the following: "in retrospect the groups of cells seen on the ion pathology may well have been from the lesion. Final path from her surgery is pending, preliminary results showed "nscca" (non-small cell carcinoma).